Manufacturer narrative:
(B)(4).

Event description:
The device system was used to deliver compounded baclofen.

Event description:
It was reported that the patient's pump had stalled. It was unknown if the stall had ever recovered. The patient experienced increased spasticity and baclofen withdrawal. The pump was planned to be replaced in (B)(6) 2013. The medication used within the system was baclofen. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Analysis of pump serial (B)(4) revealed gear train anomalies. It revealed corrosion and/or wear and/or lubrication and a stall due to gear wheel 3.